Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were 3 "champagne" sized air bubbles in the infusion set tubing. There was no reported impact to the user's blood glucose level. Recommendation was made to prime the tubing. The contact declined to prime tubing.